Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured date: between april 19, 2021 to april 20, 2021. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed that bottom shoulder port weld leak of white solution at the right side of the additive port. The reported condition was verified. The cause of the condition could not be determined; however the probable cause is related to the welding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021, reported as "within the past couple of days". Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The event was further described as leaking at the right front corner seamand into the empty chamber (the seam to the right of the additive port). This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.